Event description:
On (B)(6) 2013, the patient contacted animas stating the she experienced a blood glucose (bg) value in the 700 mg/dl range while on a cruise. The patient reportedly felt dehydrated and sick and did not require medical attention. The patient reportedly had lantus as back-up and may have been putting lantus in the cartridges. The patient reportedly switched to the loaner to treat the bg and the patient stated that she lost confidence in the pump. It was noted that the patient¿s diet changed and the patient denied that it was a contributing factor to the patient¿s bg event. Customer support (cs) reviewed the pump with the patient and there was no indication of a pump malfunction. It was also noted that the battery was out of the pump for several days. This complaint is being reported because the patient experienced a hyperglycemic. The patient reportedly was using high temperature insulin and may have been putting lantus in the cartridges which may have been contributing factor¿s to the patient¿s bg excursion.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box revealed the pump was suspended on (B)(6) 2013 at 09:44 am. Insulin delivery resumed on (B)(6) 2013 at 13:11 pm. The pump did not delivery insulin for a period of 3 hours, 27 minutes. The last basal and bolus deliveries were recorded on (B)(6) 2013. There were no alarms or warnings related to the complaint in the alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 29 hours with no issues. Investigation was unable to duplicate the complaint.